Event description:
A wound vac was in place and at home health care was contacted for a couple of weeks almost every day because the vac would stop functioning correctly and start beeping and making a lot of noise at me. I called them each day and they would tell me to simply turn off the machine and the nurse would come the next day to fix it. This happened each day for almost two weeks. They never once told me to undress the wound (-open heart surgery had been performed-). Because of this, I became septic and was admitted the hospital with a (B)(6) infection. Which I am still fighting today. I've had to have most of my sternum removed because of the infection and am still dealing with it almost 2 years later, which has extremely lowered my quality and quantity of life. Wound vac placed and maintained by 'at home health care' on (B)(6) 2010. After the nurse would redress my chest wound, and leave, a few hours later the wound vac would start beeping and not work. I would call them and they would just tell me to turn it off and it would be fixed the next day. They never told me to take the dressing off, so I ended up with (B)(6) due to their negligence. This went on for a couple of weeks...me calling them each day complaining that the vac was not working and them telling me to just turn it off until they could get there the next day. Dates of use: (B)(6) 2010. Diagnosis or reason for use: quadruple bypass surgery. Event abated after use: yes.